Event description:
The facility reported an infusion pump with depleted batteries. Info was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital rep, no patient injury or intervention has been reported. No additional info available at this time.